Manufacturer narrative:
UDI #:(B)(4). Additional manufacturer narrative: multiple requests for additional information and product return have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Through implant patient registry, it was reported that a 27mm 3300tfx aortic valve was explanted after an implant duration of two (2) years, one (1) month due to unknown reason. The explanted valve was replaced with a 27mm 11500a aortic valve. No other details were provided.